Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event

Event description:
It was reported that the patient underwent an l4-l5 posterior fusion using rhbmp-2/acs with a peek cage and mixing rhbmp-2/acs with autograft, allograft, and dbm bone putty. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living."

Event description:
It was reported that on (B)(6) 2010: patient presented with following pre-op diagnosis: intractable low back pain. Severe degenerative disc disease l4-5, l5-s1. Severe facet arthropathy l4-5 and l5-s1. Lumbar spinal stenosis l4 through s1. Foraminal stenosis l5-s1 greater than l4-5 bilateral. Lumbar radiculopathy. Patient underwent the following procedures: posterior lumbar interbody fusion l4-5. Posterior instrumented segmental fixation l4 through s1. Posterolateral fusion for arthrodesis l4 through s1. Decompressive laminectomy l4, l5 and s1. Bilateral foraminotomy l5-s1. Harvesting and morselization of local autologous bone graft. As per-op notes: thecal sac was gently medialized at l4-5 level and blade was used to incise annulus. Endplates were further prepared for arthrodesis and fusion with disc rasp, 25x10mm height lordotic peek cages were then packed with cancellous allogenic bone chips, allogenic bone chips were packed anteriorly within disc space. One large kit of bmp soaked collagen sponge combines with 90 cubic cm of cancellous allogenic bone chips combined with locally harvested morselized autologous bone graft was divided in equal proportions. No patient complications were report ed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.